Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) cuff and balloon removed and replaced. The aus was explanted and new components consisting of a 3.5 cm cuff and balloon were implanted. Should additional information be received a supplemental report will be submitted.